Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to muscle atrophy, resulting in a smaller urethra that no longer fit the original cuff size. A surgical procedure was performed during which the cuff and the balloon were removed and replaced. No further patient complications were reported.